Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947 implantable tachy lead, (B)(6) 2012.

Event description:
It was reported that the patient is deceased and died approximately two weeks post device system implant. The manufacturer's representative was called to interrogate the device as the patient was having episodes of ventricular tachycardia (vt). Upon interrogation it was observed the patient had received fourteen appropriate shocks for vt. A central venous line was inserted and the patient was intubated. The patient's heart rhythm became irregular and the patient became pulseless. Resuscitation efforts were initiated, werelater stopped per instruction of the patient's family and the patient was declared deceased. The cause of death has been requested and not received.

Event description:
It was reported that the patient is deceased and died approximately two weeks post device system implant. The manufacturer's representative was called to interrogate the device as the patient was having episodes of ventricular tachycardia (vt). Upon interrogation, it was observed the patient had received fourteen appropriate shocks for vt. A central venous line was inserted and the patient was intubated. The patient's heart rhythm became irregular and the patient became pulseless. Resuscitation efforts were initiated, were later stopped per instruction of the patient's family and the patient was declared deceased. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead failure predictor is noted on (B)(6) 2013 which corresponds to the reported date of death. There were five episodes of ventricular fibrillation and six episodes of non-sustained tachycardia less than 220 milliseconds observed corresponding to the date of death. Two episodes of ventricular fibrillation less than 220 milliseconds are observed on (B)(6) 2012.